Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the drain tubing elbow snapped off. No additional information was provided.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally inspected and the customer reported complaint was confirmed. The drain tubing elbow has broken into the enclosure. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.